Event description:
In 2009, the lay-user/reporter contacted lifescan (lfs) on behalf of the lay-user/patient alleging that the onetouch ultra meter is giving inaccurate high readings compared to normal reading/feeling. A no response letter was sent to the pt. This complaint is classified according to the documentation of the customer care advocate. On the day of event at 7:30 am, the pt obtained elevated reading of "272 and 305 mg/dl" on the subject meter, which the pt felt was inaccurately high. Between 7:30 am to 8 am, the pt took his usual diabetes medication of "januvania, glyburide, and diovan". At around 8am, the pt reportedly developed symptoms described as "hunger and shaky". The pt did not receive any treatment at the time of concern. It would have been helpful to know the pt's diabetes medication regimen and testing frequency, the duration of the symptoms, what treatment did the pt receive in order for the symptoms to abated, could the symptoms have been prevented, was the pt's diabetes medication changed immediately before of sometime after the aforementioned symptoms and the events leading up to the pt's reported symptoms such as blood glucose readings, diabetes medication intake, food intake, and physical activities. During troubleshooting, the customer care advocate verified that the puncture area was not cleaned appropriately, and the reported meter readings were confirmed in the meter's memory. This complaint is being reported because the reporter claimed the pt had symptoms that can be suggestive of hypoglycemia after the reported issue began. Replacement products were sent to the pt.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.